Event description:
It was reported to technical support that the treadmill free-fell and will not work, a "grade error & treadmill disconnected" message appeared. The fse was dispatched and he spoke with the customer and people that were in the room at the time and found that the treadmill was in stage two with a pt walking when this happened. The pt wasn't hurt.

Manufacturer narrative:
The fse responded to the dispatch call in 2007, and discovered that the master link for the grade motor had fallen off. He replaced the master link and ran a stress test in bruce protocol and unit tested with no other problems found.